Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose of 480 mg/dl. Customer treated high blood glucose with insulin pump and then blood glucose dropped to 408 mg/dl. Customer had high blood glucose because he had not noticed pump had shut off and he could not hear the pump make any noises. The blood glucose at the time of the incident was 425 mg/dl and current blood glucose was 247 mg/dl. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer also reported the low reservoir and no delivery alarms. Customer continued troubleshooting for battery-out alarm and blank display. Ran self-test which was passed. In troubleshooting for high blood glucose, customer had to place a new battery in pump and received battery out limit alarm. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.